Event description:
A lead extraction procedure commenced to remove one right ventricular (rv) lead due to non function. A spectranetics lead locking device (lld) was inserted inside the rv lead to act as a traction platform to aid in lead removal. With use of a spectranetics glidelight laser sheath, the physician attempted lead removal and the rv lead released. Once the rv lead/lld and the glidelight device were removed from the patient, the patient's blood pressure dropped. Rescue efforts commenced immediately, including rescue balloon and sternotomy. A superior vena cava (svc) tear was discovered and repaired. It was felt that the glidelight device was tamponading the svc injury and why the patient's blood pressure dropped when the glidelight was removed from the body. The patient was placed on pump and extracorporeal membrane oxygenation (ECMO). Unfortunately, the patient died on (B)(6) 2020. There was no alleged malfunction of any spectranetics devices in use during the procedure.